Event description:
Polaris adjustable valve was explanted after alternative period of hypodrainage and overdrainage.

Manufacturer narrative:
The valve will be analyzed by our laboratory, and the analysis will be developed in f/u report.